Manufacturer narrative:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was stuck in an unknown sheath after a deployment attempt. There was no reported patient injury. The deployer was certified on the mynx grip device. The sheath french size used was 6/7, and the procedure involved an arterial vessel. Other procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2522402 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant-device deployment jam" could not be evaluated. Procedural, anatomical, and/or handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) was stuck in an unknown sheath after a deployment attempt. There was no reported patient injury. The deployer was certified on the mynx grip device. The sheath french size used was 6/7, and the procedure involved an arterial vessel. Other procedural details were requested but are unknown. The device will not be returned for evaluation.